Event description:
As reported, approximately 2 months and 9 days post the initial left reverse total shoulder arthroplasty, and 1 month and 17 days post the patient's first revision, the patient presented with infection. The surgeon extracted the stem, glenosphere, liner, and tray, and replaced them with new implants. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
D10: 320-01-38 - equinoxe reverse 38mm glenosphere: (B)(6). 320-15-02 - rs glenoid plate sup aug, 10 deg: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-20-18 - eq rev comp scr lck cap kit, 4.5 x 18mm: (B)(6). 320-20-18 - eq rev comp scr lck cap kit, 4.5 x 18mm: (B)(6). 320-20-22 - eq rev com scr lck cap kit, 4.5 x 22mm: (B)(6). 320-20-22 - eq rev comp scr lck cap kit, 4.5 x 22mm: (B)(6). 320-20-26 - eq rev comp sc lck cap kit, 4.5 x 26mm: (B)(6). 300-01-09 - equin, hum stem primary, press fit 9mm: (B)(6). 320-10-00 - equin rev tray adapter plate tray +0: (B)(6). 320-20-00 - eq reve torque defining screw kit: (B)(6). 320-38-13 - equin rev 38mm humeral const liner +2.5: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: g.